Manufacturer narrative:
D8; h6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips were coming out sideways when applied to the duct and were not holding. Opened a second device to complete the case without incidence. There was no patient consequence.